Manufacturer narrative:
Results: the lantern was kinked approximately 91.0, and 129.0 through 134.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed that the distal shaft had multiple kinks. If the distal tip of the lantern is not protected by its peel-able sheath (supplied by penumbra) during insertion into another device, damage such as this may occur. The kinks in the distal shaft of the catheter likely contributed to the reported resistance during advancement of the lantern into the hub of the non-penumbra catheter. The non-penumbra catheter identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance and was unable to advance the lantern into the hub of a non-penumbra catheter and, therefore, the lantern was removed. It was reported that the tip of the lantern was crushed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.